Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture

Event description:
Healthcare professional reported rupture diagnosed via ultrasound. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: assessed on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.